Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the there was suspected undersensing and oversensing noted during atrial fibrillation (af) and brady episodes recorded on the implantable cardiac monitor. There were also slow rates during the af episodes. The device was explanted and upgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.